Event description:
It was reported that a user experienced high blood glucose while using an ilet system with a dexcom g7 after being disconnected from the pump for approximately four hours, then entering multiple additional meal announcements in an attempt to correct the high; education was provided that meal announcements are not for treating hyperglycemia. Symptoms included hyperglycemia. Outcomes included a delay to appropriate therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.